Event description:
It was reported that "during xia3 surgery, after final tightening of the screw, it seemed that the fixation was loose. Then the surgeon did tightening the blocker with torque wrench again. The blocker of s2-ai right screw sank and was fixed."

Manufacturer narrative:
Device not returned, remains implanted.

Manufacturer narrative:
It is reported that during xia3 surgery, after final tightening of the screw, the fixation was loose. Then the surgeon tightened the blocker with the torque wrench again. The blocker the blocker was inserted too deeply into the tulip head and went below the top of the tulip head. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. CT images were made available and upon analysis, no implants/construct failure could be confirmed. The reported event (blocker is too deep in screw tulip) can be caused by multiple factors. Among them: what rod was used. If a 5.5mm rod was used or cp ti rod was used, depending on polyaxial screw position a blocker could be recessed. Use of steel blocker. Stainless steel blockers are 1/2mm smaller in height. Screw could have been over torque or multiple tightened allowing blocker to be recessed due to metal components deformation but not a clip fracture. The screw could be pushing out of the clip deforming clip but did not fail. This could be a result of overloading on the blocker. Another possibility is the tulip is splaying and recessed due to splayed tulip. It could also be simply bone screw and clip at lmc conditions and based on lmc bench testing have seen that blocker does sit lower on lmc conditions but did not fail in bench testing. The x-rays or implant were not available for investigation, hence it was impossible to determine the failure mode / failure cause. Conclusion the implant was manufactured in accordance with the specifications. No indication of material or manufacturing defect could be found. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown. Product remains implanted and has not been returned.

Event description:
It was reported that "during xia3 surgery, after final tightening of the screw, it seemed that the fixation was loose. Then the surgeon did tightening the blocker with torque wrench again. The blocker of s2-ai right screw sank and was fixed."